Event description:
The user facility in (B)(6) reported the cannula plug separated from the cannula head. The plug dropped into the pts eye. Additional info received, there was no significant impact to the pt, and no intervention was required.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.